Manufacturer narrative:
It is unknown at this time if the graft remains implanted. A comprehensive records re-review will be conducted. Once results are available, a follow-up will be submitted.

Event description:
Rti surgical, inc (rti) received an adverse event complaint from integra lifescience on (B)(6) 2021. The reported complaint indicated that a patient with chiari malformation underwent a posterior fossa surgical procedure with implantation of a duraflex graft on (B)(6) 2021. On an unknown date, the patient developed a csf leak. Additional information received on (B)(6) 2021, indicated that the leak occurred between the placement of the duraflex and the incision. The patient did not have any external leakage, the leak created a pseudomeningocele under and around the incision. The patient required four additional surgeries after development of pseudomeningocele most recent being (B)(6) 2021. It was reported at this time the patient is doing well thus far post operatively.

Manufacturer narrative:
Lntegra duraflex¿ dural graft is a natural, resorbable collagenous device indicated for dura mater substitution. After implantation, the absorption and tissue regeneration process begins one or two days post-operatively and may continue for weeks or even months. Under certain circumstances, the regeneration process may fail. Most often the failure is associated with the patient's medical history (e.g. Diabetes, allergic reaction) and/or lifestyle (e.g. Smoking, high activity level). An extrinsic factor that may also contribute to csf is the improper fastening of the membrane during implantation. Given the facts that: (1) serial ID 20873829 manufactured from lot nza19200322 met all specification requirements at the time of release; (2) there were no departures noted during records re-review; (3) bovine pericardium xenografts are processed utilizing a validated sterilization method; tutoplast® which includes terminal sterilization by gamma irradiation after packaging; and (3) to date, rti has distributed a total of four bovine pericardium xenografts from lot nza19200322 without related complaints, it is most likely that the adverse event is associated with a source or event extrinsic to the lntegra duraflex¿ graft.